Event description:
It was reported that the customer had four preloaded intraocular lenses (iol) appearing to have a white cloudy substance when the iol fully unfolded. Each of the four events were noted after implantation. Through follow up we learned that all iols remain implanted and after aspiration/irrigation the iols were clear of any cloudy substance. No surgical or medical interventions were required outside normal standard of care and all events occurred on the same date under the same surgeon. No further information was provided. A total of four lenses were reported with the same issue. This is report 3 of 4. The other incidents are being submitted in separate reports.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.